Event description:
Per the clinic, the patient experienced skin issues and subsequently the patient underwent a skin revision (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022, under general anesthesia in order to convert the patient to a transcutaneous osia implant system.